Manufacturer narrative:
The device has not been received and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "system unusable" and "preamp reference failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.